Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the wake button was unresponsive. Additional information was not provided. Customer declined further troubleshooting.